Event description:
Pt underwent an exploratory laparotomy, lysis of adhesions, removal of infected mesh, primary repair of incisional hernia, primary repair of enterotomy on (B)(6) 2013. During the procedure, it was identified that there had been a malfunction with the trocar during the pt's previous surgery which was laparoscopic roux-en-y gastric bypass on (B)(6) 2012. A small part 2.5in x 2in of the balloon that holds the trocar in dislodged from the trocar itself. The MFR covidien was notified. Of note, the small piece of the balloon that dislodged from the trocar was a transparent tan color. Directly underneath that piece is the same color, therefore making it very difficult to identify that a piece dislodged. Also, please note model number/lot number etc. Was taken from a brand new package. The original package was discarded.